Event description:
It was reported that the patient felt 2 vibrations while laying in bed and reading. The atrial lead exhibited an impedance of 2100 ohms. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.